Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the partial view of a clinician holding a port attached to a right-angled non-coring needle connected to a tubing. An unsealed tray containing one vein pick, two non-coring needles and one tunneler can be seen in the background. Blood stains were noted in the tray. The second photo shows the product label containing product details that match with tw data. Therefore, the investigation is inconclusive for the reported difficult to flush, obstruction, blocked connection and suction issues as the photo evidence provided is not sufficient to confirm the reported events. The definitive root cause for the reported issues could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via internal jugular vein using the MRI chrono port. Post a port placement procedure, the port seat allegedly flushing is not fluent. It was further reported that the port seat was allegedly found blockage and a claim was filed. Reportedly, the port was allegedly found blocked and suction is not smooth. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6),2025, a patient underwent a port placement procedure via internal jugular vein using the MRI chrono port. Post a port placement procedure, the port seat allegedly flushing is not fluent. It was further reported that the port seat was allegedly found blockage and a claim was filed. Reportedly, the port was allegedly found blocked and suction is not smooth. There was no reported patient injury.